Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per the tandem user guide, "the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed" and "change your cartridge every 48¿72 hours as recommended by your healthcare provider."

Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of 486-487 and reading "high." This resulted in a visit to the emergency room (ER) and subsequent hospitalization in the intensive care unit (ICU). Reportedly, the customer had been using the same cartridge and infusion set for over 4 days using novolog insulin. While hospitalized, the patient received a correction injection as treatment. No injuries were sustained, and the customer was released on (B)(6) 2024, with no permanent damage sustained. A system check was performed on the pump and the pump was functioning as intended. No issues were observed with the cartridge, infusion set tubing, infusion set cannula or insulin in use at the time.